Event description:
It was reported that the patient underwent a robotic-assisted laparoscopic sacrocolpopexy procedure on (B)(6) 2012 and mesh was used to repair prolapsed bladder and uterus. In 2014, the patient began experiencing daily excessive vaginal discharge and light spotting, and monitored this with physician during annual exam. It was reported that the patient was diagnosed with mesh erosion through vaginal wall in 2014. The patient was applying prescribed topical estrogen cream twice a week. Erosion has progressed and now the patient feels pointy mesh protruding through vaginal wall. No additional information has been reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). This medwatch report is in response to receipt of maude event report (B)(4).